Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was a blood like substance visible in the cones. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks and a stop cock was attached to the hub that took multiple attempts to remove. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a hard-crystalized substance visible in the lumen. After soaking in water bath at 37c there was outer shaft tearing and damage identified. Outer shaft tear starting at 1.5 mm distal to the bicomponent bond and continuing distally for 3mm. Outer shaft polymer extrusion damage 7mm distal to the bicomponent bond. Functional testing was performed. An encore device was verified before and after use with druck gauge. An attempted inflation to 16 atm as per IFU was unsuccessful as pressure could not be maintained due to leak in the outer polymer shaft at 1.5mm distal to the bicomponent bond. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 4.00 x 20mm synergy xd drug eluting stent balloon ruptured on the first inflation at eleven atmospheres. The procedure was successfully completed with a another of the same device without further issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a lesion. The 4.00 x 20mm synergy xd drug eluting stent balloon ruptured on the first inflation at eleven atmospheres. The procedure was successfully completed with a another of the same device without further issue or patient injury.